Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s921usqs4aya2. Smartphone hardware: sm-s921u. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient had severe hypoglycemia (B)(6) 2025 while the system was operating in manual mode. It appeared to be delivering 1.25 u/hr, whereas glooko reports indicated the programmed basal rate was 0.4 u/hr. The patient's blood glucose level was 30 mg/dl, and she was transported to the hospital by ambulance while unconscious. Additionally, the patient experienced a seizure and aphasia. She does not recall the type of treatment or care received at the hospital. It was noted that in (B)(6) 2024, the patient switched from using the controller to using the omnipod 5 app. The hypoglycemia events were reported to have occurred while the pump was in manual mode. It is unknown what mode the patient mainly uses. Patient could have possibly incorrectly programmed the basal rates when switching from the controller to the app, however, the patient does not recall doing this. Following the two-week hospitalization, that patient was transferred to a rehabilitation facility. The pod was discarded.

Manufacturer narrative:
The case description states the user was receiving a higher basal rate than what was programmed during setup and experienced low blood glucose values (bgs) resulting in medical intervention. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the patient history buffer (phb) data confirm the user was operating in manual mode on the date of occurrence. The android log files show the system was delivering the user input basal rate for the duration of use. The phb data confirmed the user was being delivered 1.25u/hr on the date of occurrence. The phb audit data showed that the agc algorithm was able to appropriately adapt the suggested insulin based on egvs and user inputs. The system was found to function as intended. The glooko report provided by the customer shows data from two previously used physical pdms and the currently used omnipod 5 app. It was observed in the glooko report that the 0.4u/hr basal program is a basal profile that was pulled from the user's previous controller with serial number 01030100-000131795 . The phb cloud data from this controller showed the controller's user-input basal rate was 0.4u/hr. This indicates that the customer's controller at the time of the occurrence was not delivering the alleged 0.4u/hr, but rather the intended 1.25u/hr. No problem with the basal program was found.